Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a severely tortuous coronary artery. A 2.25 x 8 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.